Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed to determine if the device was manufactured within the bounding time period of the field action us FDA # z-1273-2019. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number of the device available? What were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what was the result? How many days post-op was the leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape. Does the surgeon believe that an alleged deficiency of the device led to the complications or were there other contributing factors to include patient tissue condition? What is the current status of the patient? Maude report number: mw5087208.

Event description:
It was reported that after patient had a colon resection with anastomosis for diverticuli of large intestine; the patient returned to the emergency department in 2018 due to pain. A CT of the abdomen indicated the presence of increased free intraperitoneal air and focal increased air adjacent to the operative site in the sigmoid colon consistent with bile leak. Discussed with surgeon in 2018, patient underwent additional surgery, noted dehiscence of the anastomosis site and had a colostomy. She was discharged in 2018 with wound/home care/fu. In 2018 patient was readmitted for a takedown of the colostomy and discharged in 2018. The ethicon stapler used is under a class I product recall as of 2019. No device available for return.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: is the lot number of the device available? No. What were the indications for surgery? (B)(6) '18: diverticulitis with localized perforation were there any issues experienced with the device in the initial surgical procedure? Unknown. What healthcare professional fired the device and what is his/her experience with the device? Experienced surgeon. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Was the device difficult to close? Unknown. Was the device difficult to fire? Unknown. Did the healthcare professional receive audible & tactile feedback when firing the device? Unknown. Were the donuts inspected? If so, please describe. Unknown. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Was a leak test performed? If so, what was the result? Yes, no leaks noted per operative report. How many days post-op was the leak identified? 10 days. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape. Unknown. Does the surgeon believe that an alleged deficiency of the device led to the complications or were there other contributing factors to include patient tissue condition? Unknown.